Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned and evaluated. The visual inspection found no defects. The functional evaluation found no fault, the device performed within expected parameters. This evaluation was not able to establish a relationship between the event reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the console worked fine at the beginning, then when the canister had to be changed, it was changed, and then, despite a new canister, the message ¿full canister" was displayed. Another canister was used but the same problem occurred. A back up was available to continue the therapy. No patient harm reported.